Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm approximately two years ago. There was moderate to severe aortic neck angulation, the aortic neck diameter at the renal arteries was reported as 27 mm and 20 mm distal to the renal artery the aortic neck was 30 mm in diameter. The iliac limbs were severely tortuous. The pt presented with back and abdominal pain and a recent CT demonstrated that the aneurysm was 5.3 cm in diameter and the aortic neck had disease progression. Currently the aortic neck diameter at the renal artery is 32 mm and 20 mm below the lowest renal the aortic neck is 32 mm in diameter. The recent CT revealed that stent graft has migrated with a type I endoleak present. The pt will be treated on an unk date in the next month or two. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (migration, endoleak). Results/conclusion: (disease progression; neck dilatation, severely angulated neck).